Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device passed functionality testing and was able to obtain measurements. During accuracy testing, the device provided values outside the accuracy specification. Performed zeroing of the device and the measured value was within the specification. The measurements were outside the accuracy range due to the module not having been zeroed according to the manual procedures. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. The initial reporter contact # was submitted as "0000000000" to meet the minimum allowable characters for MDR format submission since no contact # information was available.

Event description:
The customer reported that the device was out of tolerance. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device was out of tolerance. No consequences or impact to patient were reported.